Event description:
Additional information received reported that the patient was presented with signs and symptoms of withdrawal. The patient had increased spasticity and fair amount of pain because he cries. The patient was nonverbal. The pathology department had confirmed that the tissue found in the sutureless connector was scar tissue.

Event description:
It was reported that the patient experienced loss of therapy over several months. Since (B)(6) inconclusive troubleshooting (slow cap), dye study with questionable leak at proximal connection and escalating doses were done. The pump and sc segment were replaced. During surgery it was observed large amount of clear fluid in the pocket. A culture was done and was negative. It was reported that the sutureless connector (sc) rotated on pin before disconnection. Upon pinch and disconnect the health care provider found large hard mass of tissue inside connector. The hcp thought scar tissue and the tissue was sent to pathology. The pathology report was noted as diagnosis: pocket scar tissue, excision: fibrosis with foreign body reaction. It was also indicated that the motor stalls noted in the logs happened after explant. There was no reported injury and the patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the catheter: during the pressure testing, the technician noticed a leak from the pump connector. Also of note was circular tear/coring in the catheter tubing of the pump connector. This may have been the cause of the leak from the pump connector and cause of a pocket fill. There was no tissue found inside the pump connector. Final analysis of the pump found no anomaly. The pump passed all non-destructive testing.

Manufacturer narrative:
Catheter model # 8709sc, lot # n283445004, implanted: (B)(6) 2011, explanted: unknown; catheter model # 8709sc, lot # n260162013, implanted: (B)(6) 2010, explanted:unknown. The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.